Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
During a tfn procedure, surgeon was drilling for the helical blade with the stepped drill bit when the locking mechanism on the drill stop slid and went past the desired depth. It is reported event did not affect the outcome of the procedure and the patient was not harmed. After the procedure was completed, consultant evaluated the device and found it slid as reported. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Orchid unique manufactured the 6mm/10mm stepped drill bit/cannulated/large qc/435mm, p/n 357.403, and lot number um21555. The suppliers certificate of compliance (dated march 7, 2003) indicates the parts were manufactured to p/n 357.403 and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet number (B)(4), revision ao, completed (B)(4) 2003. (B)(4) (dated (B)(4) 2003) was written for aql information not documented on the original inspection sheet. The parts were re-inspected and the mrr was closed (B)(4)2003. There were no additional mrrs, ncrs, or other complaint-related issues associated with this lot.